Event description:
It was reported that the device exhibited temperature too high alarm. The patient experienced a burn to the foot. No medical or surgical intervention was reported

Manufacturer narrative:
One device received at the investigation site with no physical damages or wear and tears on the enclosure. Functional testing performed and was unable to confirm the reported issue. Device passed all function testing. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Root cause: no fault found. No information has been received to date. This remediation MDR was generated under protocol (B)(4). , as a result of warning letter cms# (B)(4). .